Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other proglide referenced in describe event or problem is filed under a separate medwatch report.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a pre-close technique, prior to an impella procedure. Reportedly, cuff misses occurred with two proglide devices. The sutures of two additional proglide devices of a different lot number were successfully preplaced using the pre-close technique. The sheath was upsized to 14f and the impella procedure was completed and hemostasis was achieved with the two successfully preplaced proglide sutures. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Returned, unused, sterile proglide devices were successfully tested and no malfunction was noted.